Event description:
It was reported that customer experienced a high blood glucose of 427 mg/dl, for which he used a needle to treat. Customer's symptoms of high blood glucose included crankiness and excessive urination. It was also stated the customer's insulin pump was alarming no delivery. Troubleshooting was performed. The drive support cap appeared normal. Insulin exited the tubing during a manual prime and no leaks or air were found. The high pressure test was performed and passed. Customer was advised the insulin pump was working as designed. The infusion set cannula was not bent or occluded. Customer was advised to change the entire set, reservoir, and insulin. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.